Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as due to improper operations. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient was treated with an unspecified drug (dose, route, duration and frequency were not reported) for peritonitis. On an unreported date, the patient was treated with additional medications consisting of an unspecified oral medication (dose, duration and frequency not reported), intraperitoneal vancomycin (dose, duration and frequency were not reported) and unspecified intraperitoneal drug (dose, duration and frequency were not reported). At the time of this report, the patient was recovered from the event. Pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information could be provided as the reporter declined follow up.